Event description:
Procedure: laparo total gastrectomy. Reportedly, after sealing a complete tone was heard, so the surgeon cut the blood vessel. But it was not sealed at all and approximately 250cc of bleeding occurred. The blood vessel was treated immediately.